Manufacturer narrative:
The sheath was not returned to edwards lifesciences for evaluation. A review of imagery provided showed the patient's access vessels had presence of heavy calcification and tortuosity; the sheath was shown with an introducer inserted through it yet outside of the sheath distal of the strain relief, revealing that the liner was torn in that region. Additionally, the sheath distal tip was shown with a dark mark indicating material stretching/stress and a split. The sheath shaft also had multiple areas of damage. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. A review of the complaint history from september 2020 to august 2021 revealed additional similar complaints for sheath distal tip split, liner torn and damaged for esheath (all models and sizes). The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath distal tip split, liner torn, and damaged were confirmed based on the evaluation of the provided imagery. However, no manufacturing non conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per photo provide, the sheath distal tip was shown to be split and the shaft was damaged at multiple locations. Per imaging evaluation, the patient's access vessel had presence of ''heavy'' calcification and tortuosity. Calcium nodules within the vessel likely interacted with the sheath during insertion/advancement, causing the distal tip to split and the sheath shaft to become damage. Additionally, it was perceived by the physician that the heavy calcified femoral may have caused the valve strut to bend when passing the device through the sheath. Per training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity, and degree of calcification. While there was no reported difficulty during device advancement through the sheath, navigating through a tortuous and calcified pathway could have led to higher push force. It is possible that the valve struts caught on the sheath liner during device advancement through the sheath. In such condition, attempts to further advance the device through the sheath can cause damage to the valve and subsequently tearing the sheath liner as observed. Additionally, it is possible that calcified nodules within the vessel interacted with the sheath liner, weakening, or tearing it. As such, available information suggests that patient (calcification) and/or procedural (valve caught on liner, device manipulation) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and corrective/preventative actions (CAPA) are not required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05050. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, post valve alignment, a bent strut was noted. The decision was made to proceed and implant the valve due to the risk of femoral artery injury upon withdrawal of the valve though the sheath. After the valve was implanted, there was no significant bent seen on the valve. The system was removed with no patient injury. The sheath was noted to be torn at the expandable part and per picture, sheath distal tip split was noted. The patient is stable post procedure.